Manufacturer narrative:
PMA/ 510k # p100022/s001. During the study 690 patients received zilver ptx stents to treat fp lesions. The incidence rate of stent thrombosis was 2%. This equates to approximately 14 occurrences. The rpn and lot numbers of the stents involved in this study are unknown. St (stent thrombosis) was determined when the apparent occlusion met the following criteria: initial procedure success, rapid symptom occurrence, thrombus present at procedure, lesion resolved with < 50% diameter narrowing by thrombolysis therapy. From information provided in table 1 in the article, it is known that the study population had potential risk factors for thrombosis including; hypertension, hyperlipidemia, diabetes mellitus, cardiovascular disease and a history of tobacco use. In addition, lesion characteristics included chronic total occlusion, restenosis, in-stent restenosis and calcification. Further information stated that during the follow-up period, 11 patients interrupted their anti-platelet agents. The interruption of antiplatelet agents was significantly associated with an increased risk of stent thrombosis. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It is very unlikely that the reported thrombosis could have occurred due to zilver ptx malfunction. However, due to limited information and as the conditions of use cannot be replicated, a definitive root cause cannot be determined. It can be noted that arterial thrombosis is a known potential adverse event associated with the placement of zilver ptx devices. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Treatment against thrombosis included thrombolysis. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The source of this information is a medical journal; lida et al. '1 year results of the zephyr registry (zilver ptx for femoral artery & proximal artery)'. Cardiovascular interventions;8(8); 2015. As the source of this event is a medical journal multiple patients have been included in one report. St incidence at 12 months was estimated to be 2 %. (Pg 1109) st was determined when apparent occlusion met the following criteria: initial procedure success; rapid symptom occurrence; thrombus present at procedure; lesion resolved with < 50% diameter narrowing by thrombolysis therapy.